Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21jun2024.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported, 'punctured it with a blade.' Device explanted.

Event description:
Physician reported, right side deflation. Device explanted. Physician later reported, 'punctured it with a blade'.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, 1 opening assessed, as surgical damage. As per the investigation procedure: particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, right side deflation. The device has been explanted.